Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal process. Tandem technical support educated the customer that not performing the air removal process is off label per the tandem user guide. Customer reloaded the cartridge to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.